Manufacturer narrative:
The remote service engineer followed up with the biomed, who advised replacing the power supply to resolve the issue.

Manufacturer narrative:
Date of report: 29jun2021.

Event description:
The customer reported the ventilator was on a patient and it turned off. The ventilator was on a patient at the time of the issue. There was no patient harm reported. The customer performed testing and could not duplicate reported issue; however, the ventilator did fail testing. The ventilator is running on battery while plugged into ac power. Other information is pending.